Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01115. It was reported the patient is not receiving effective therapy due to high impedances on one of the lead. As a result, the lead was explanted and replaced. During the procedure it was found that the lead was fractured at the anchor site. It is unknown which lead is liable so both leads are reported.